Event description:
Event description boston scientific received information that a lead revision procedure was performed due to this ventricular lead (4285) had become dislodged. It was noted that due to lead movement an acceptable location for implant was not found and this passive fixation lead was removed and replaced with an active fixation lead. There were no adverse patient effects.